Manufacturer narrative:
The reported back-up vvi reset mode was confirmed. The cause of the reported back-up reset mode and loss of communication was due to battery depletion. A longevity calculation was performed based on programmed settings and usage data and the device was not within expected limits. The battery was sent to the manufacturer and no anomalies were detected. The cause of the depletion could not be determined.

Event description:
It was reported that the patient presented in-clinic with complaints of shortness of breath and sleeplessness. Upon ICD interrogation, the device was found in bvvi mode. The patient denies being exposed to strong magnetic of high voltage field. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.